Manufacturer narrative:
Pinched tubing.

Event description:
The customer reported the ventilator failed extended self testing due to an autozero solenoid failure. The ventilator was not in use at the time of the reported problem, therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. Review of the ventilator diagnostic log also noted a vent inop occurrence due to an inhalation autozero failure. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The service technician inspected the tubing from the inhalation solenoid to the sensor board and reported it was pinched. The service technician rerouted the tubing to address the reported problem. Extended self testing and applicable final testing was completed and passed per operating specifications. The device had recently been serviced and the reported issue was likely induced during the previous service.